Manufacturer narrative:
The event of "baker IV capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "baker IV capsular contracture."

Event description:
Healthcare professional reports patient with a "baker IV capsular contracture, capsulitis, painful breast deformity. This record is for the right side. The device has been explanted.